Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a follow-up, noise was observed with patient arm movement and episodes of auto mode switch due to the noise was observed. Decreased sensing was also noted. The patient was in good condition. Programming changes were made. The lead remains implanted. The patient will continue to be monitored.